Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Stent had detached from the balloon and was not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the highly calcified left anterior descending artery. A 3.00 x 24 synergy ii drug eluting stent was advanced but failed to cross the lesion. However when retrieving the device, the stent fell onto the ground and the physician did not notice it was off the stent delivery system.. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.